Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient experienced dizziness. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be intractable spasticity and post spinal cord injury. It was reported that the patient's wife could not wake the patient up. The patient was hospitalized at the time of the report and had been in the hospital since (B)(6) 2018. They were doing various tests on the patient, including "emg's and MRI's." The patient didn't have a managing physician. The caller stated "at this point they want the pump taken out." The caller also noted the hcp was "suspecting it's the pump that is causing the issue." Per the caller, the pump was malfunctioning. The patient was also experiencing "smacking of the lips, uncontrollable body parts besides his legs and twitching." The caller was redirected to follow up with the doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that for a year the patient had been having seizures and the pump was giving "bursts of baclofen". No further information was reported in regards to this event.